Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated after 5 or 6 months after he was initially implanted in 2021 something happened, pt stated it broke one time. Patient stated the right side is working but the left side is not working and they have tried all programs but nothing is working. Pt stated he cannot sleep he cannot walk pt is wanting a new ins. Pt stated he was miserable. Pt stated he is working with hcp, pt had surgery to "connect" something or connect the battery or change it. Pt stated he was not sure what hcp will be doing, pt was getting medical clearance to schedule surgery so a date has not been scheduled yet. The patient was redirected to their healthcare provider to further address the issue. It was reported the patient suffered from nerve pain all their life and in 2013 they underwent spinal surgery. Patient noted the operation did not provide the relief they hoped for. In 2011 they met with a healthcare provider (hcp) who alleviated their pain for five months with the ins device. However, the patient soon encountered battery issues. The patient received a new lead, however it only worked on half of their body. Despite all efforts of manufacturer representative (rep) who tried all possible programs, the results had been unsatisfactory, necessitating further surgical interventions.